Event description:
Report received of an overdelivery of morphine due to operator error in programming the device. The pump was programmed to deliver a continuous plus bolus delivery of 2mg/ml of morphine at a continuous rate of 2mg/hr, bolus dose of 2mg every 10 mins, no 4 hr limit, continuous rate to 3mg/hr. At 1:44am the nurse inadvertently changed the programming of the pump. The drug concentration was entered as 0.3mg/ml, with a continuous rate of 3mg/hr and a bolus dose of of 3.9mg every 20 mins. At 8:31am, the pt was found unconscious. The dr was notified and the pt was given 2 doses of narcan 0.2mg and oxygen. The pt responded and was described as "shocky". The customer reported that between the hrs of 1:44am and 8:31am, the pt received 164.3mg of morphine. The IV morphine was discontinued and the pt was started on 20mg/ml of roxanol, 0.5ml to 1.0ml/hr orally. The customer reported that the pump did not malfunction, but an operator error in programming the pump occurred. Though requested, there was no further info available.